Event description:
It was reported that the customer's changed the battery in their insulin pump due to a low battery, but the insulin pump would not turn back on. The customer's blood glucose was unknown. Troubleshooting for a blank display was done. Customer stated that the display did return after troubleshooting. The insulin pump successfully passed the self test. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent and to call back if any further issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.